Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient's electrocardiogram showed a flat line but no pause episodes were detected. After analysis it showed the device also had early recommended replacement time (rrt). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This additional information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Referenced article: detecting deceased patients on cardiac device remote monitoring: a case series and management guide for cardiac device services. Heart rhythm. 2024; 21:303¿312. Doi: 10.1016/j.hrthm.2023.11.028 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported via a literature article that the patient died. The cause of death was suspected to be asystole.